Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2021-00011). This MDR resubmission now reflects the correct product registration number. The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes.

Event description:
It was reported that 86 devices need the display board replaced due to dim segments. There was no patient involvement.